Manufacturer narrative:
For 1 event, the investigation found the weighted filter for a system reagent was loose. The issue was resolved after the filter was tightened. The follow up actions were: the filter was tightened. System cleaning maintenance was performed. Mechanism checks, calibration, and controls were acceptable. Gear pump pressure settings were confirmed. The customer repeated the affected samples and all results matched the correct values. For 1 event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by the cobas 8000 e 602 module. The events involved a total of 30 patients with the following: 6-elecsys hcg + beta test system, 24-elecsys ft4 iii assay. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There was known to be 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.